Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip opend during lock check) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened during testing the lock/efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4, restricted anterior and posterior leaflet. An xt clip was inserted and placed on the valve. However, while performing the first lock check, the clip opened. The clip was then unlocked, opened to roughly 90, relocked and then closed. While performing the second lock check, the clip opened. Therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4, restricted anterior and posterior leaflet. An xt clip was inserted and placed on the valve. However, while performing the first lock check, the clip opened. The clip was then unlocked, opened to roughly 90, relocked and then closed. While performing the second lock check, the clip opened. Therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.